Event description:
The report stated that the ablation was started and continued 15 minutes, but the generator didn't appear to complete its cycle. Temperature showed low, but some activation was confirmed. The doctor finished the operation. A few days later, a scan found the ablation covered just a small part of the intended area. Because of this, 2nd operation was scheduled to be performed by another method (tae).